Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced display anomaly. The customer's blood glucose reading was 148 mg/dl. The customer stated that the pump flashed red along with occasional vibration and constant beeping. The customer mentioned a blank display. The insulin pump was returned for analysis.